Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included cervicitis, anxiety, fibroids, intramural leiomyoma of uterus, acquired hypothyroidism, thyroid nodule, panic attacks, lower gastrointestinal bleeding, overactive bladder, menorrhagia, premenstrual syndrome, dysmenorrhea, hot flashes, epigastric discomfort, pelvic pain, hepatomegaly, urinary frequency, micturition urgency, weight gain, libido decreased, melena, nicotine dependence and hormone replacement therapy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The patient's medical history included cervicitis, anxiety, fibroids, intramural leiomyoma of uterus, acquired hypothyroidism, thyroid nodule, panic attacks, lower gastrointestinal bleeding, overactive bladder, menorrhagia, premenstrual syndrome, dysmenorrhea, hot flashes, epigastric discomfort, pelvic pain, hepatomegaly, urinary frequency, micturition urgency, weight gain, libido decreased, melena, nicotine dependence, hormone replacement therapy, multiparous and endometrial ablation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a da vinci totol laparoscopic hysterectomy. Bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occluded tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Insertion date added. Model number updated from ess305 to ess205. Lab data added. Event medical device removal updated to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, anxiety, fibroids, intramural leiomyoma of uterus, acquired hypothyroidism, thyroid nodule, panic attacks, lower gastrointestinal bleeding, overactive bladder, menorrhagia, premenstrual syndrome, dysmenorrhea, hot flashes, epigastric discomfort, pelvic pain, hepatomegaly, urinary frequency, micturition urgency, weight gain, libido decreased, melena, nicotine dependence, hormone replacement therapy, multiparous and endometrial ablation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (a da vinci totol laparoscopic hysterectomy. Bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma and adenomyosis outcome was unknown. The reporter considered adenomyosis, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occluded tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporters information added. Event: abnormal uterine bleeding, fibroids, adenomyosis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included cervicitis, anxiety, fibroids, intramural leiomyoma of uterus, acquired hypothyroidism, thyroid nodule, panic attacks, lower gastrointestinal bleeding, overactive bladder, menorrhagia, premenstrual syndrome, dysmenorrhea, hot flashes, epigastric discomfort, pelvic pain, hepatomegaly, urinary frequency, micturition urgency, weight gain, libido decreased, melena, nicotine dependence and hormone replacement therapy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.